Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, during platform check by a field service, the autopulse exhibited ua27 (encoder fault (>3000 rpm)). No further information is provided. No patient harm or consequences were reported.

Manufacturer narrative:
The reported issue of the autopulse exhibited user advisory (ua) 27 (encoder fault), error message was confirmed during the initial functional testing and archive review data. The issue was attributed to faulty power distribution board. Unrelated to the customer complaint, front enclosure observed to be damaged during visual inspection. Front enclosure was replaced to address the issue. The autopulse platform is a reusable device. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Following the service, including replacement of the power distribution board and the front enclosure, the platform passed all testing criteria. The archive data review indicated multiple error message (ua) 27 on (B)(4) 2017 but not on the customer reported event date of (B)(4) 2017. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints for autopulse sn (B)(4).